Event description:
The customer reported that one unit of paliperidona teva 150 mg was returned to them because it was in poor conditions. Their customer stated that upon pushing the prefilled syringe (pfs) to inject, the product spills out of pfs upper side. The involved product included a cardinal health needle.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Samples were not received, for the investigation. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.